Manufacturer narrative:
Possible lot numbers: 14753923, 14829359. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a micro clave clear neutral connector. It was reported that the patient had a piv inserted at 08:30 that morning. At 11:00, during an x-ray, medical personnel noted blood on the blankets. Upon inspection, it was observed that the posi flow cap had become detached from the IV extension tubing. Blood was present throughout the extension tubing and had leaked onto the bed linens, approximately 1 ml in amount. The IV line had been left open to air. The patient no longer required the peripheral IV, so they removed it. The equipment and supplies were removed and replaced, and appropriate treatment was provided. The event occurred during infusion. There was patient involvement and harm.